Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 6.6 mmol/l compared to a reading of 12 mmol/l obtained on a competitor brand device and experienced feeling confused, tired, weak, and loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer was able to self-treat with an insulin injection (dose/type unspecified) and nurofen for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. On 28-oct-2025, abbott diabetes care (adc) received additional information from the customer. Based on the new information, this case has been re-assessed to non-reportable. The customer received a lower reading of 12 mmol/l on the abbott diabetes care (adc) device compared to a reading of 21.6 mmol/l obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as confusion, tiredness, weakness, and loss of consciousness. The customer regained consciousness and self-treated with insulin (type/dosage unknown). After taking insulin the customer received a sensor scan result of 6.6 mmol/l. A sensor scan result of 12 mmol/l is indicative of hyperglycemia with the reported loss of consciousness and is consistent with the self treatment to decrease glucose levels. Therefore, based on the information provided, there is no indication that an abbott diabetes care (adc) device contributed to a serious injury. No report is required.

Manufacturer narrative:
This serves as a correction report. The initial MDR submission was submitted in error. 28-oct-2025, abbott diabetes care (adc) received additional information from customer. Based on the updated device issue of low reading of 12 mmol/l and self-treatment of insulin is consistent. Therefore, there is no indication that an adc device contributed to a serious injury. Section updated as follows: b5. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 6.6 mmol/l compared to a reading of 12 mmol/l obtained on a competitor brand device and experienced feeling confused, tired, weak, and loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer was able to self-treat with an insulin injection (dose/type unspecified) and nurofen for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.